Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that one month after placement, a crack appeared on the outside of the catheter, causing leakage. No injury occurred, and no medical intervention needed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter is confirmed and was determined to be use-related. One 4fr groshong nxt clearvue was returned for evaluation. An initial visual observation revealed a white suture wing was attached to the catheter between the 35cm to 37cm depth markings. A foam pad statlock was observed to clipped to the catheter's molded joint. Use residue was observed on the sample. A functional testing of flushing the catheter with water using a 12ml syringe was performed. A leak was observed between the 39cm and 40cm depth markings. No water was seen flushing through the distal valve, suggesting an occlusion within the catheter. A microscopic inspection of the split revealed the split was s-shaped. The fracture surface was observed to be granular and smooth. Additionally, tensile weakness was observed in the vicinity of the split. A significant amount of biological residue was observed distal to the split. These findings were consistent with over-pressurization (burst) damage due to flushing against an occlusion. This complaint will be recorded for future trending and monitoring purposes.